Event description:
The nurse reported 2 incidents of leaks in the transfer set tubing underneath the white twist clamp. The sets were changed with no pt injury or medical intervention required according to the nurse.